Event description:
During an arch replacement for an aneurysm procedure, a high temperature cautery knife was used and the graft caught on fire. The fire was extingusihed. The burnt portion of the graft was cut off. The graft was re-attached (post proximal anastomosis). The procedure outcome was successful. The patient's condition was fine. The use of a high temperature cautery knife is contraindicated in the instructions for use for this product. Additional info received on 1/28/2004 in a medwatch report under user site number 3901640000-2004-00002: the hosp claims that during high temperature cautery of the graft being sewn in the ascending aorta, the graft caught fire causing o.r. Time to be prolonged. The incident required intervention to prevent permanent impairment/damage. The nature of the reported intervention was to remove the graft. The procedure was continued successfully with another device. Other than the prolonged surgery time, there was no injury to the pt.